Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for obsessive compulsive disorder. The rep reported a revision and ins replacement was indicated. The rep reported that patient has obsessive compulsive disorder (ocd), and they had a hard time with recharging and being compliant and this had been an on-going issue since implant. The rep and health care professional (hcp) had instructed the patient multiple times , provided sticky patches and advised on best recharging practices. Recharging was a burden for the patient and it was decided to return to a non -rechargeable device. The rep indicated that the amplitude was 10.5v. The hcp did request returning for analysis just to verify recharging is functionally appropriate. Prior to replacing, hcp did discuss with patient revising the pocket for better coupling but patient refused. Rep also noted that the patient is heavy in weight and that may be one of the reasons for coupling to be less than efficient. Caller indicates the patient recharge history was below 4 bars and was part of the education provided to patient on multiple occasions. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number (B)(4) found the ins was functionally ok with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.